Manufacturer narrative:
The screw has not returned for evaluation. A radiographic image was provided which confirms the event of a fractured screw at the c7 level. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
A patient underwent a posterior cervical fusion procedure at level c1-c7. During a postoperative visit, radiograph imaging revealed bilateral screw fractures at the c7 level, with breakage occurring at the screw necks. The patient remains asymptomatic. Revision surgery is planned to remove the fractured screws and extend the spinal construct to t3.